Manufacturer narrative:
Expiration - unknown due to the lot number being unknown. UDI - unknown due to the lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date - unknown due to the lot number being unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that when trying to remove the angio-seal evolution device in the second click, the entire percutaneous system disassembled. They used another device for the procedure outcome, with no blood loss. The patient was reported to be ok and there was no injury or medical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in concomitant medical products. The catalog number reported in the initial report was incorrect. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update, and to provide the completed investigation results. One 8fr angio-seal evolution device was returned for evaluation. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was found to be properly mated with the deployment sleeve of the device, which was in the forward lock position. The carrier tube was exposed at the distal end of the sheath. There was no portion of the compaction tube outside of the carrier tube assembly. The remnants of collagen and anchor were returned separately. Additionally, the button of the device was noted soft upon receipt. No other visual anomalies were noted with the device. Functional testing was conducted. The deployment sleeve was manually moved into the rear lock position. No functional anomalies were noted. Then, the hemostasis sheath was separated from the deployment sleeve of the evolution device and the tamper tube was removed manually with a pair of tweezers. The suture was examined under the microscope and revealed that the end of the suture had frayed end. To check the tensile strength of the suture, a minor force was applied, and it broke into the pieces. No other anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The quality system is currently investigating similar events. However, the exact cause of the reported event cannot be definitively determined based on the available information.